Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The pump was received with minor scratched lcd window; cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. The pump was unable to perform the displacement test due to blank display anomaly.

Event description:
The customer reported via phone call of moisture damage on the insulin pump. The customer's blood glucose reading was 147 mg/dl. The customer stated that she accidentally wore the pump into the pool. The customer stated that she took the reservoir out and the screen looked like it had water under it. The customer stated that the pump was exposed to water for about 15 minutes. The customer stated that the pump has not been cracked or bumped. The customer stated that there are no cracks on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.